Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56 if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy and cholangiogram - "in summary, fit and well (B)(6) presented for lap cholecystectomy and intraoperative cholangiogram. Uneventful surgery, post op recovery and post of visit at 4 weeks. At 6 months returned - concerned that area of 5 mm applied ports - had lost skin color (depigmentation) and adherence to skin." Patient status: scars healed differently over the small (5 mm) port site than the larger (10 mm) ones.